Manufacturer narrative:
16-jul-2021 product investigation results: products received and investigated contained a mix of original and counterfeit refills. The original refills product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning. The other product refills were received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer via phone stated that the dual clean toothbrush head came apart in their mouth while using their oral-b pro care electric toothbrush. They stated that this has happened to more than one brush. No injury was reported.

Manufacturer narrative:
16-jul-2021: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer via phone stated that the dual clean toothbrush head came apart in their mouth while using their oral-b pro care electric toothbrush. They stated that this has happened to more than one brush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the dual clean toothbrush head came apart in their mouth while using their oral-b pro care electric toothbrush. They stated that this has happened to more than one brush. No injury was reported.